Manufacturer narrative:
The mcs tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found that there is a hole burned through the silicone of the tip cover accessory. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The size of the hole is approximately .015" in diameter and is located .185" above the silicone to sleeve interface. In addition, the tip cover has a mechanical tear directly below the hole and a .140" long tear at the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that during a da vinci s prostatectomy procedure, after removal of the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, an inspection of the mcs tip cover accessory by the surgical staff revealed that it had a hole. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.